Event description:
The device was returned for service. During service the device had a defective uim associated with failure code 703. There was no record of any patient injury or medical intervention.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 06 2007. Evaluation summary:evaluation was completed. During inspection of the device, the user interface module board was found to be defective and associated with failure code 703 found in the event history. The user interface module board was replaced.